Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "enlarged lymph nodes"; capsular contracture baker grade unknown confirmed intraoperatively

Event description:
Patient representative reported right side device rupture, "enlarged lymph nodes", capsular contracture baker grade unknown, "breast pain", "tenderness", "deformation", and "bulging". Rupture and capsular contracture were confirmed intraoperatively. Device has been explanted.

Manufacturer narrative:
Unreporting the code e0308. Additional, changed, and/or corrected data: a5, a6, b1, b5, b7, g2, h6.

Event description:
Patient representative reported right side device rupture, "enlarged lymph nodes", capsular contracture baker grade unknown, "breast pain", "tenderness", "deformation", and "bulging". Rupture and capsular contracture were confirmed intraoperatively. Patient representative later reported capsular contracture baker grade IV, rupture, hardening of breast tissue, deformation, and pressure sensitivity. Device has been explanted and replaced.